Event description:
It was reported that during laser vaporization of a prostate procedure, the fiber tip broke after a few minutes of use. The physician continued the procedure with a second fiber but this one broke during use. A third fiber was chosen to continue with the procedure but it also broke during use. There was no patient or procedure outcome reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis of the device revealed the glass cap exhibits a circumferential fracture at the proximal side of the fiber/cap fusion zone at the bevel edge. Although there was no detachment of the glass/metal cap, the fiber tip was present and the helium-neon (hene) laser fixture did not identify breaks along the fiber body, the event is confirmed due to the proximal circumferential fracture. The metal cap exhibits some debris and burn marks on the metal tip which are indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. Based on the observed circumferential fracture , a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass/metal cap misalignment due to glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during laser vaporization of a prostate procedure, the fiber tip broke after a few minutes of use. The physician continued the procedure with a second fiber but this one broke during use. A third fiber was chosen to continue with the procedure but it also broke during use. There was no patient or procedure outcome reported.